Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The (B)(4) is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo, mid left anterior descending (lad) artery, after the 2.75 x 48 mm xience xpedition stent was implanted, a proximal stent edge dissection was noted. A 2.75 x 8 mm xience v stent was implanted to treat the dissection with a good result. There was no reported adverse patient sequela. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.